Manufacturer narrative:
Device evaluation: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and two linear opening striated. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. Two openings striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.